Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was attempted, not implanted. The screw was not fully deploying and after several dislodgements, a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned in segments, analyzed and visual summary analysis of the lead indicated damage at implant. It was noted that there was blood on the proximal conductor of the lead and it was not obstructed, the distal lv (low voltage) electrode of the lead was covered in blood, the outer insulation of the lead was extrinsically breached due to a cut, the outer insulation of the lead was extrinsically cut but not breached and analysis was performed and no anomalies were found. Additional analysis comments included that the lead returned had been damaged/outer insulation breached/extrinsic(damaged at the inplant). However, the helix tests were performed and all results were within specifications.